Event description:
Adc customer service received an email from (B)(6) hospital reporting that their adc pxp blood glucose meter received a higher reading when compared to a laboratory result where the specimens were obtained at the same time from an intravenous port. It was further reported that at 17:20 a venous sample was collected using a dry heparin syringe, the sample was transferred to (the reported) adc test strip and a result of 5.1 mmol/l (92 mg/dl) was received. Reportedly occurring at the same time, a blood specimen was obtained from the same IV port using a dry heparin syringe, which was then transferred to a "glucose specimen bottle". This specimen was taken to the laboratory, but was not logged in until 18:27 and produced a result of 1.5 mmol/l (27 mg/dl). It is unknown what the constituents of the "glucose specimen bottle" are or if sodium fluoride had been added to inhibit the glycolytic enzymes. The readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The patient was treated with d50 via intravenous infusion. The patient was stabilized and was noted to have "recovered" the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been returned and an investigation has determined the complaint is not confirmed. The retain results for lot 48035h have been reintegrated over a 5 second assay, all results are within the ranges and the sd meets specification for high and low level control solution testing. Visual inspection of the returned test strips did not identify any defects. DHR (device history record) a DHR review was performed on lot 48035h. No atypical events were identified. There were no exception reports initiated during the production of this batch. Further occurrences will be tracked and trended. Evaluation, method: the meter's date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.